Event description:
Defective keyboard. Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. The device was not sent for investigation however the provided video shows clearly the issue. There is at least one key from the keypad that is in short-circuit (value incrementation). This is most likely due to a defective keyboard. Defective keyboards can have multiple causes but as the device was not returned for investigation the root cause remains unknown.

Event description:
Defective keypad.